Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg), however, a specific bg value was not provided; cause was unknown. Customer required assistance addressing bg level with carbohydrates and glucose gels. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Recommendation was made to consult with health care provider regarding diabetes management.